Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the documentation provided, the reported klebsiella pneumoniae septic hemarthrosis was the root cause of the insert revision; however, the root cause of the (kp) infection could not be definitively concluded. The patient¿s comorbidities and disease process, however, were contributing risk factors. The assessed patient impact was the infection, subsequent pain, swelling, reduced rom, additional medications, and the I&d surgical procedure in addition to an anticipated post-operative recovery phase. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
*Us legal mdl* it was reported that, after a right tka performed on (B)(6) 2014, and a 1st revision surgery performed in an unknown date (cover under c-0302593, c-0303134, c-0303135, and c-0303137), the plaintiff experienced persistent pain, and swelling. A 2nd revision surgery was performed on (B)(6) 2018 to treat these adverse events. During surgery, an infection was confirmed after knee aspiration being positive for gram (-) classified as klebsiella pneumoniae. A polyethylene spacer exchange, irrigation, and debridement were performed during surgery. Plaintiff has a history of recurrent right knee effusions, medical interventions such as an arthrocentesis on 2014 and a revision tka with total device replacement. Patient continues with symptoms.